Event description:
Has 3 boxes of pn. Used ½ dozen of pen needles and they seem blocked. When taking the humalog she'll insert the pn and thinking the insulin had been released, but when she removes it from her skin the insulin squirts everywhere.

Manufacturer narrative:
Pen needles were tested using visual test, clogging test, and pen needle attachment status. There was no device malfunction detected during the testing process. Device is funcitoning as it should.

Event description:
Has 3 boxes of pn; used ½ dozen of pen needles and they seem blocked. When taking the humalog she'll insert the pn and thinking the insulin had been released, but when she removes it from her skin the insulin squirts everywhere.